Manufacturer narrative:
S/w version = 5.2a. Retainer ring = black. Pump case type - ngp. Customer returned pump for an alleged failed battery test found on (B)(6) 2023. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was returned with the original battery cap. No battery cap damage was noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The following were noted during visual inspection: pilliowing keypad overlay, scratched case, serial label damage, cracked keypad overlay and minor scratches on lcd window. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery alarms were found in the history on feb 27, 2023 from 8:49 through 8:52 as well as on feb 28, 2023 on feb 28, 2023 at 20:09. However, these alarms were expected. In summary, customers alleged unexpected power loss and low battery alert alarms were not confirmed. Pump passed active and sleep current test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported had battery failed alarm.  Troubleshooting was performed  and customer to replaced the battery cap and the new battery cap also unresolved the issue. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.